Event description:
Medtronic received a report that the dimensions of the product were blurred. Medtronic received additional information, stating the ink of the product was adhered to the packaging, however, the doctor observed the defect when it was being placed in the patient inside trachea. There was no patient harm, however, recannulation of a replacement tube was required.